Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: returned product consisted of an omega stent delivery system with stent. The shafts, tip, markerbands, balloon, and stent were microscopically examined. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure. There were numerous hypotube kinks. Microscopic examination revealed that stent was damaged. The middle of the stent had a row of bent struts and the distal end had two rows of struts that were bent, flared and overlapping. There were numerous locations in the distal shaft that outer and inner shafts were buckled. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2017. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 44mm in length, eccentric, de novo target lesion was located in the tortuous, severely calcified, and 2.75mm in diameter distal right coronary artery (rca). The lesion contained <=45 degrees bend. The lesion was pre-dilated with 2.75x20 balloon catheter and the percent stenosis of the lesion immediately after pre-dilation was 85%. A 12x2.75 omega stent was advanced but was unable to reach the lesion. Moreover, the length of the device failed to reach the physician's expectations. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and distal stent damage. This product is only ous approved but it is similar to an approved us device.